Event description:
It was reported to manufacturer that the vns pt experienced a bradycardia event during surgery for generator replacement due to normal end of service. The bradycardia event occured prior to removal of the generator, after the anesthesia was administered. The pt came into the operating room at 50bpm and the heart rate dropped to 40bpm. The anesthesiologist administered medication to help with the low heart rate and the rate increased up to 66 bpm. The surgery took place without further incident. The bradycardia event did not occur with subsequent system diagnostic tests with the new generator. Further follow up with the surgeon revealed that the event was described as a modest bradyarrhythmia event with anesthesia. The pt has no previous cardiac history, however, does have increased cholesterol levels. There have been no further cardiac events, and the pt was not hospitalized as a result of the event. The surgeon indicated that the event was related to the anesthesia, and is not believed to be related to vns stimulation. Intraoperative diagnostic tests revealed normal device function when the new generator was connected to the existing lead.